Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not capture. The epg passed all incoming functional testing. It was indicated that the display wires were pinched, the main seal was contaminated, and the case was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the external pulse generator (epg) was connected to a lead and a capture test was performed, but the epg did not capture under any conditions. Another epg was used for the procedure. It was recommended that the epg be returned but its current status is unknown. No patient complications have been reported as a result of this event.